Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03976 / 03977).

Event description:
Patient's legal counsel reported patient underwent a right hip revision procedure approximately eleven years post-implantation due to unspecified allegations. This report is based on allegations set forth in plaintiff&#38112;complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Review of complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; g3; h2; h3; h6 h6: component code: mechanical (g04) ¿ head visual examination of the returned product identified scratching and scuffing on multiple locations of the outer radius. Tool marks are present on the rim. Debris is present within the taper. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported by patient's legal counsel that the patient was revised approximately eleven years post-implantation due to pain, discomfort, lack of mobility, metallosis and elevated metal ions. Cloudy fluid was noted.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Op report noted, chronic greater trochanteric bursitis, partial avulsion anterior one-third of the abductor, mild trunnion corrosion, and wellfixed components without evidence for osteolysis mechanism.